Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate pain relief due to lead migration. The patient underwent a revision procedure and during the revision it was found out that the lead had missing coating, broken wires, discoloration of the wires and discoloration of the tissue. The broken parts of the lead were explanted and the remaining part was not removed.

Manufacturer narrative:
Sc-8120-70 sn: (B)(6) the returned lead was analyzed, and visual inspection revealed that the lead was cleanly cut into three pieces approximately 23.5 centimeters from the proximal end of the lead. The paddle portion of the lead was not returned. With all the available information, boston scientific concludes that the reported event of lead damage has been confirmed. It appears that the lead was exposed to excessive tensile force when it migrated, causing damage to the lead body insulation, cable fractures. Due to the damage to the lead insulation, body fluids went in the lead body, causing the reported discoloration of the cables. The clean-cut damage was a result of a typical explant procedure, and it was not considered a failure. However, based on the IFU, lead migration is one of the possible risks of implanting pulse generator as part of a system to deliver spinal cord stimulation. The reported lead migration resulted in the reported loss of stimulation.

Event description:
It was reported that the patient was not getting an adequate pain relief due to lead migration. The patient underwent a revision procedure and during the revision it was found out that the lead had missing coating, broken wires, discoloration of the wires and discoloration of the tissue. The broken parts of the lead were explanted and the remaining part was not removed.